Manufacturer narrative:
The pump was received with a critical pump error (open book image) due to moisture damage on the electronic assembly. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind, prime/seating test, basic occlusion, occlusion, force sensor and displacement test due to the critical pump error. Unable to download due to download anomaly. (B)(4).

Event description:
Information received by medtronic indicated that the left belt clip rail was broken off. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.